Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose value was 112 mg/dl and it was not 10 mg/dl.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No delivery/occlusion alarm and no failed battery alarm during testing. Hardware low-level failures alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and their insulin pump received a hardware low level failures, failed battery and insulin flow blocked alarm. The customer¿s blood glucose level was 10 and 112 mg/dl. Troubleshooting was performed for insulin flow blocked alarm and cleared by replacing both set and reservoir. The customer also states the insulin pump alarmed battery failed alarm and was not able to place new battery, receiving hardware low level failures. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind, the customer did another self test today, still getting hardware low level failures. The insulin pump will be returned for analysis.